Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted due to sui and isd. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. It was reported that the patient underwent mesh revision/removal on (B)(6) 2005 due to urinary retention and erosion. (B)(4).

Manufacturer narrative:
(B)(4) -urinary problems; undefined recurrence. Additional narrative: it was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, organ perforation, fistulae, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2009 due to mesh erosion and pain.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 08/04/2016.